Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Surgeon: (B)(6) , md. Assistant: (B)(6) . Preoperative diagnosis: large multiple ventral hernias. Postoperative diagnosis: same. Procedure: laparoscopic repair of ventral hernias. Description of procedure: ¿the patient was brought to the operating suite and placed in a supine position. After adequate general anesthesia, she was prepped and draped in the usual sterile fashion to undergo laparoscopic repair of a ventral hernia. A 1 cm incision was made in the left upper quadrant, a veress needle inserted, and the abdomen inflated with co2. A 10 mm blunt trocar was placed. Two 5 mm blunt trocars were placed down the left abdominal wall and a 5 mm blunt trocar placed in the right upper quadrant. The patient was noted to have marked adhesions up to her anterior abdominal wall from her previous lower midline incision. These were taken down with a harmonic scalpel. Care was taken to prevent injury to the intestine. Once this was all freed the area was examined. There were noted to be multiple hernias, with some of them quite large, through the abdominal wall from the old midline incision. The area was then measured and a 19 x 16 cm dual mesh gore-tex patch was cut and placed in the abdominal cavity. It was sutured to the anterior abdominal wall with gore-tex sutures and then stapled circumferentially with the protac. Once this was done the area was examined. There was good hemostasis. Ports were removed and the skin incisions closed with staples. Sterile dressings were placed. The patient was then taken to the recovery room in a stable condition. She tolerated the procedure well. No apparent complications during the procedure. Sponge and needle count was reported correct. Estimated blood loss was less than 50 cc.¿ (B)(6) 2006: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref/cat#: 1dlmc07. Lot#: 03866378. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/03866378) was implanted during the procedure. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Progress notes. Post op day #1. Abdomen soft, tolerated diet so far. (B)(6) 2006: (B)(6) hospital. [Provider signature illegible]. Progress notes. Follow up appointment 7-10 days dr. (B)(6) , (B)(6) . Walk in hall. May discharge this pm [evening] if pain controlled. (B)(6) 2007: (B)(6) hospital, (B)(6) md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: laparoscopic repair of ventral hernia. Surgeon: (B)(6) md. Assistant: (B)(6) pa-c. Description of procedure: ¿the patient was brought to the operating suite and placed in the supine position. After adequate general anesthesia, she was prepped and draped in the usual sterile fashion to undergo a ventral hernia repair. A 1 cm incision was made in the left upper quadrant. A veress needle was inserted and the abdomen was inflated with co2. A 10 mm blunt trocar was placed. A 12 mm trocar and a 5 mm trocar were placed in the left lateral abdominal wall. The patient had marked adhesions, which were easily swept off a previous gore-tex mesh from previous hernia repair. She was known to have a defect just below the lower edge of the previous gore-tex repair. The defect itself was small, approximately 3 to 4 cm in diameter. This was measured with a spinal needle and a motif mesh was then used, cut to size, and then placed in the abdominal cavity and sutured to the abdominal wall with gore-tex sutures and then stapled circumferentially, completely covering the defect. The area was then examined and there was good hemostasis. The trocars were removed. The co2 was allowed to escape from the abdominal cavity. Each of the skin incisions was closed with staples. Sterile dressings were placed. The patient was taken to the recovery room in stable condition. She tolerated the procedure well. No apparent complications during the procedure. Sponge and needle counts were reported correct. Estimated blood loss was less than 25 cc.¿ there is no mention of gore device removal in the records. (B)(6) 2007: (B)(6) hospital. Implant sticker. Motifmesh soft tissue patch. Proxy biomedical. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Post procedure note. Procedure: lap ventral hernia with motif mesh. Findings: inferior incisional hernia 10 x 8 cm. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Progress notes. Looks great, ¿no pain¿. She wants no pain medication. (B)(6) 2013: [missing records: records for alleged injury of ¿procedure described as colonic obstruction secondary to complication of mesh placements¿ were not provided.] It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code(s) (1695, 1994, 2240, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2008 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obese: (B)(6) 2006: 157 lbs., bmi 30.7. (B)(6) 2007: 154.5 lbs., bmi 30.2. (B)(6) 2008: 155 lbs., bmi 30.3. Multiple large ventral hernias. Diabetes mellitus. (B)(6) 2006: metformin. Unknown date: insulin dependent. Surgical procedures: unknown date: gallbladder surgery. Unknown date: bladder surgery. Unknown date: hysterectomy. (B)(6) 2006: laparoscopic repair of ventral hernias. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: laparoscopic repair of ventral hernia with motif mesh. Implant: motif mesh. Implant preoperative complaints: (B)(6) 2006: preoperative diagnosis: ¿large multiple ventral hernias.¿ implant procedure: laparoscopic repair of ventral hernias. [Implant: gore® dualmesh® biomaterial, 1dlmc07/03866378, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2006 [hospitalization dates (B)(6) 2006]. Wound classification: not provided. Description of hernia being treated: ¿a 1 cm incision was made in the left upper quadrant, a veress needle inserted, and the abdomen inflated with co2. A 10 mm blunt trocar was placed. Two 5 mm blunt trocars were placed down the left abdominal wall and a 5 mm blunt trocar placed in the right upper quadrant. The patient was noted to have marked adhesions up to her anterior abdominal wall from her previous lower midline incision. These were taken down with a harmonic scalpel. Care was taken to prevent injury to the intestine. Once this was all freed the area was examined. There were noted to be multiple hernias, with some of them quite large, through the abdominal wall from the old midline incision.¿ implant size and fixation: ¿the area was then measured and a 19 x 16 cm dual mesh gore-tex patch was cut and placed in the abdominal cavity. It was sutured to the anterior abdominal wall with gore-tex sutures and then stapled circumferentially with the protac. Once this was done the area was examined. There was good hemostasis. Ports were removed and the skin incisions closed with staples.¿ (B)(6) 2006: progress notes: ¿follow up appointment 7-10 days.¿ ¿may discharge this pm [evening] if pain controlled.¿ revision preoperative complaints: (B)(6) 2007: preoperative diagnosis: ¿ventral hernia.¿ revision procedure: laparoscopic repair of ventral hernia. [Implant: motifmesh soft tissue patch]. Revision date: (B)(6) 2007 [hospitalization dates: (B)(6) 2007]. Wound classification: not provided. Findings: ¿inferior incisional hernia 10 x 8 cm.¿ procedure: ¿a 1 cm incision was made in the left upper quadrant. A veress needle was inserted and the abdomen was inflated with co2. A 10 mm blunt trocar was placed. A 12 mm trocar and a 5 mm trocar were placed in the left lateral abdominal wall. The patient had marked adhesions, which were easily swept off a previous gore-tex mesh from previous hernia repair. She was known to have a defect just below the lower edge of the previous gore-tex repair. The defect itself was small, approximately 3 to 4 cm in diameter. This was measured with a spinal needle and a motif mesh was then used, cut to size, and then placed in the abdominal cavity and sutured to the abdominal wall with gore-tex sutures and then stapled circumferentially, completely covering the defect. T he area was then examined and there was good hemostasis. The trocars were removed. The co2 was allowed to escape from the abdominal cavity. Each of the skin incisions was closed with staples.¿ (B)(6) 2007: progress note: ¿looks great, ¿no pain¿.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007 an additional procedure occurred whereby a new mesh was placed and adhesions were taken down. The gore mesh was not removed. It was reported the patient alleges the following injuries: pain, small bowel obstruction, adhesions, recurrent defect along the edge of the mesh and additional surgical procedure. Additional event specific information was not provided.